Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This occurred during dwell one while the patient was connected. During troubleshooting, it was discovered that there was a loose connection between the supply line of the amia automated pd cycler set and supply bag (red line bag). Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia automated pd cycler set and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.